Event description:
It was reported that during a percutaneous transluminal angioplasty and stenting procedure, stent damage and a stent dislodgement occurred. Three calcified lesions were identified in the right anterior tibial artery (ata), the superficial femoral artery (sfa) and the common iliac artery (cia). The cia lesion was severely calcified and 3cm in length. The diameter of the cia was less than 7mm. Vascular access was obtained in the left femoral artery and another manufacturer's 6fr sheath was inserted. Another manufacturer's guide wire was advanced to the left tibial artery. The physician used another manufacturer's balloon to dilate the right ata and the sfa. The physician then advanced the express vascular ld premounted stent system across the cia bifurcation, however, difficulties were encountered, due to severe calcification. It was also noted that the cia ostium was stenosed. The physician attempted to cross the lesion with the express ld stent, however, the physician noted that the express ld stent was flared. As the physician began to withdraw the damaged express ld, the flared portion of the stent became stuck in the distal end of the 6fr sheath, and express ld stent dislodged into the left femoral artery (lfa). The dislodged express ld stent remained in the lfa. The physician attempted to snare the dislodged stent, but was unsuccessful. The procedure was not completed due to this event. The patient was immediately taken to surgery to have the dislodged express ld stent removed. No further patient complications were reported and it was noted that the patient was discharged from the hospital.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.